Event description:
The following info was received from the descover registry database: approx eight months post index procedure an event of restenosis was reported for this pt involving the target lesion. This event was treated with poba only. Two months after this procedure the pt was revascularized for restenosis of the target lesion. This event was treated with poba and a taxus stent.

Manufacturer narrative:
As reported from the descover database, the index procedure was completed on 03/15/2005; the primary indication for the procedure was unstable angina. The following medications were given within 24 hours before the procedure: aspirin, beta blocker, ace inhibitors, plavix. A loading dose of plavix (r) was not given pre-procedure. The folowing medications were given during the procedure: unfractionated heparin, thrombin inhibitors. The target lesion was at the distal left circumflex. The lesion is previously treated (restenotic) and classified as native. The lesion was not occluded; bifurcation was not present; calcification was classified as moderate. The reference vessel diameter is 2.5 mm. The lesion length is 13 mm. The pre-procedure diameter stenosis was 85 %. The pre-procedural timi flow was grade ii. The lesion was pre-dilated with an unk balloon followed by deployment of a 2.5x28 mm cypher des. Stent overlap was present. Angiographic success was achieved for this pt. Post-procedure diameter stenosis was 0%. Post-procedure timi flow was grade iii. No procedural complications or device malfunctions were noted. The pt was discharged on 03/16/2005 with the following medications: asprin, beta blocker, statins, ace inhibitors, plavix. The success of the procedure was complete. Any additional info will be submitted within 30 days of receipt.